Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2021. Customer was treated with intravenous insulin drip in the hospital. Customer also stated that there was crack on back of the insulin pump. Customer declined for troubleshooting. The insulin pump will be returned for analysis.